Manufacturer narrative:
Concomitant therapies: vitamin d, vitamin b12, 2 syringes of juvéderm vollure¿ xc in the nasolabial folds, oral commissures, and marionette lines. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿extreme swelling around the mouth, big knotty areas, some mild, mild lumps and a little redness¿, ¿discoloration and warmth¿, ¿immune response of some kind¿, ¿patient is quite upset¿, ¿patient is deformed due to the symptoms¿, ¿whole upper lip is swollen with hard bumps", ¿swelling, hard nodules, and pinkish red color", ¿the area feels warm to the touch¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events: table 1 and 2. Injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. C. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported that a patient was injected almost 7 months ago in the nasolabial folds and marionette lines with juvéderm vollure¿ xc and in the lips juvéderm volbella® xc. Seven (7) months later they have developed extreme swelling around the mouth, big knotty areas, some mild, mild lumps, a little redness, discoloration and warmth. The knots are very significant and they are located above the lip and the marionette area. Healthcare professional assumes it is something that happens with juvéderm vollure¿ xc. Patient is quite upset as well. Healthcare professional is going to put patient on oral prednisone they feel the event is an immune response of some kind. Follow up with the healthcare professional indicated that this was not an issue with the injection, but with the product, and the patient is deformed due to the symptoms. No diagnostic testing has been performed. No treatment has been provided, symptoms are ongoing. The needle from the package was used and this was the initial use of the syringes. This record represents the juvéderm volbella® xc. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00753 ((B)(4)).this is the first MDR submitted for the first suspected product, juvéderm volbella® xc.